Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 72 mg/dl (aviva) and 32 mg/dl (emt's meter) customer's wife states that the customer was delirious and non- responsive and tested the customer at 72 mg/dl. She called the emt, who tested the customer on their meter at 32 mg/dl. Customer was treated with an IV of sugar water and tested at 180 mg/dl ten minutes later. Customer did not go to the hospital. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a coronary artery treatment procedure the stent dislodged. The lesion being treated is unknown. The stent partially dislodged. The procedure was completed with another of the same device. No complications were reported, and patient status is okay. Additional information has been requested and is not available.